Manufacturer narrative:
Additional information: a tandem clinical diabetes specialist was to meet with the customer to review pump related techniques. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300 mg/dl) during the night. Insulin injections were used to address the bg level. The customer changed the infusion set site and cartridge. No issues were found. Tandem technical support advised the customer to consult with a healthcare provider regarding the high bg level. A system check was performed and the pump was found to be operating a expected; however, the customer thought that the pump was the cause of the high bg level.